Event description:
Caller alleged discrepant results with inratio meter versus lab. Caller stated that some of the testers wiped the first drop, but some did not.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test meter lab mean confidence limits. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. No corrective action is required as no product deficiency was established.